Manufacturer narrative:
Date of report: 24aug2021. Reporting institution phone number (B)(6). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. When this information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the ventilator while the device was in ¿standby¿ mode it failed to self-trigger into ¿ventilation¿ mode when applied to a patient. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service engineer (se) inspected the device and could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.